Event description:
The customer reported that their t:slim x2 pump had multiple issues, including battery depletion, scratches, cracks on the pump housing and touchscreen, a charging port that required the cable to be adjusted to charge, and unexplained stoppages in insulin delivery. No specific impact on the customer¿s blood glucose level was reported, but the issues could potentially negatively affect the user's health and therapy. The customer declined any further troubleshooting with technical support.